Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a distal femoral osteotomy procedure, the blade tip broke from the cartridge. It was also reported that an x-ray was performed to locate the broken blade fragment. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a distal femoral osteotomy procedure, the blade tip broke from the cartridge. It was also reported that an x-ray was performed to locate the broken blade fragment. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.